Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, the t-handle guide wire guide, would not grab and secure the guide wire in the operating room. Surgeon had to go without it during a t2 femur (retrograde) and later asked us to replace the damaged instrument.